Event description:
It was reported that the patient presented in the clinic for follow-up. During interrogation, the patient's pacemaker was found to be in backup mode. Upon troubleshooting, the pacemaker was successfully reverted back to normal operating mode. The patient was in stable condition.